Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "in the hysteroscopy exam, fluid accumulated in the reservoir and the machine shut down". The sheath was removed from the pt and the cap was replaced. The unit was rebooted, but they discontinued use of the system due to fluid leaking out of the top of the reservoir. Follow up info received on 04/13/2009 revealed that no hot fluid made contact with the pt or physician, there were no alarms or error codes, there was a slight kink in the drain line, the tubing was checked prior to the procedure for kinks and pinches. The procedure was completed with a competitor's device and no pt complications were reported.

Manufacturer narrative:
The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.